Manufacturer narrative:
Name: abbvie inc. Street: 1 north waukegan road. Line 2: north chicago. City: north chicago. State: illinois. Zip code: 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was dislodged. Since patient had parkinsonism symptoms like dyskinesia, lack of appetite, on and off nausea and a bad taste in her mouth and treated with produodopa through the infusion set. The event occurred on (B)(6) 2026.